Manufacturer narrative:
Exact date unknown, event occurred in the year 2019. Explant date: procedure happened in 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(4). Batch: 19551613.

Event description:
It was reported that the patient was experiencing inadequate pin relief. The patient underwent a spinal cord stimulator explant procedure. No further information could be obtained despite good faith efforts.